Event description:
It was reported to boston scientific corporation that the patient was implanted with a vesica standard sling kit during a procedure on (B)(6) 1999. According to the complainant, post-implantation, the patient experienced a recurrence of incontinence, erosion, chronic pain, and dyspareunia (specifics and date/s of onset unknown). Reportedly, the patient underwent unspecified revisionary surgery on (B)(6) 2001. All other information, including the patient's current condition, is unknown. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.